Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure to stimulate a new area. During the procedure, one lead was repositioned and one lead was explanted and replaced. In addition, one lead exhibited high impedances during the procedure, however, there were no previous impedance issues prior to the procedure and the lead remains implanted and in service. The explanted device was disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071556.